Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain, all the time / severe aches, constant pain') in a (B)(6) year old female patient who had essure (batch no. E25516) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("blood loss"), polymenorrhagia ("periods every 15 days/ periods for 2 months"), headache ("headache"), eye pain ("sore eyes"), visual impairment ("reduced vision every 4 months"), dyspnoea exertional ("no longer wants to exercise too quickly out of breath"), chest pain ("chest pain"), fatigue ("intense fatigue, tired all the time"), irritability ("constant irritability, can no longer bear anything though by nature I am very calm"), mood swings ("mood swings"), mood altered ("horrible mood"), hot flush ("hot flushes"), amnesia ("memory loss") and sleep disorder ("disturbed sleep, not restorative"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, eye pain, dyspnoea exertional, fatigue, irritability, mood swings, mood altered, hot flush and sleep disorder had not resolved and the genital haemorrhage, polymenorrhagia, visual impairment, chest pain and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, chest pain, dyspnoea exertional, eye pain, fatigue, genital haemorrhage, headache, hot flush, irritability, mood altered, mood swings, pelvic pain, polymenorrhagia, sleep disorder and visual impairment with essure. The reporter commented: patient¿s current status: no longer wants to exercise too quickly out of breath, tired all the time, sleep disturbed and not restorative, hot flushes and pelvic pain all the time. Constant aches, headache and sore eyes. And horrible mood, constant irritability can no longer bear anything though very calm by nature. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 17-apr-2020. The most recent information was received on 29-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain, all the time / severe aches, constant pain') in a 33-year-old female patient who had essure (batch no. E25516) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("blood loss"), polymenorrhagia ("periods every 15 days/ periods for 2 months"), headache ("headache"), eye pain ("sore eyes"), visual impairment ("reduced vision every 4 months"), dyspnoea exertional ("no longer wants to exercise too quickly out of breath"), chest pain ("chest pain"), fatigue ("intense fatigue, tired all the time"), irritability ("constant irritability, can no longer bear anything though by nature I am very calm"), mood swings ("mood swings"), mood altered ("horrible mood"), hot flush ("hot flushes"), amnesia ("memory loss") and sleep disorder ("disturbed sleep, not restorative"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, eye pain, dyspnoea exertional, fatigue, irritability, mood swings, mood altered, hot flush and sleep disorder had not resolved and the genital haemorrhage, polymenorrhagia, visual impairment, chest pain and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, chest pain, dyspnoea exertional, eye pain, fatigue, genital haemorrhage, headache, hot flush, irritability, mood altered, mood swings, pelvic pain, polymenorrhagia, sleep disorder and visual impairment with essure. The reporter commented: patient¿s current status: no longer wants to exercise too quickly out of breath, tired all the time, sleep disturbed and not restorative, hot flushes and pelvic pain all the time. Constant aches, headache and sore eyes. And horrible mood, constant irritability can no longer bear anything though being very calm by nature. Batch no e25516 production date 2015-09-17 expiration date 2018-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.